Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors had an ¿incomplete administration of the antibiotic several times¿. It was further reported that the permeability of the peripherally inserted central catheter (PICC) line was correct. The device had been filled with piperacillin/tazobactam 4g in 240ml of sodium chloride 0.9% ¿for infusion box of 1 ecoflac 250 ml pouch - 240 ml -finex 14/09 12g diluted in 240ml of nacl 0.9% to be passed in baxter of 240cc / 24h (debit 10ml / h) twice-daily monitoring¿. This issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.